Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the right ventricular (rv) lead was noted to exhibit low r waves sensing resulting in undersensing. The rv lead was repositioned to another location but exhibited high out of range pacing impedance and poor capture threshold resulting in loss of capture. When the physician opted to replace the lead, the rv lead helix would not retract. The rv lead was not used and successfully replaced. The patient was discharged following the procedure.

Manufacturer narrative:
The reported events were helix mechanism issue, under sensing, failure to capture, and high pacing impedance. A complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or the inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of under sensing, failure to capture, and high pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.